Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site abscess is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2024, the patient was in the emergency room due to of a palm-sized abscess at the peg stoma and treated with unknown antibiotics. The abscess was previously assessed by the neurologist on (B)(6) 2024 without antibiotic treatment. The abscess was examined surgically. Due to the size of the abscess and because it is unclear how far the inflammation has spread in the abdomen, duodopa therapy should not be continued for the time being.

Manufacturer narrative:
Reference record (B)(4). Additional information added to a2 and b5.

Event description:
On (B)(6) 2024, the physician reported that the peg had to be removed due to the abscess and the patient switched to foslevodopa therapy.